Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that according to the finding, and the anomalies described in the event, and due to the length of implant, it is likely that the is1 pin bent occurred during implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited an increased of threshold. The rv lead revision was scheduled, and during the revision procedure the lead connector pin was observed as bent. X-ray confirmed no lead dislodgment occurred. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.